Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was experiencing stimulation in the wrong areas. The pain area is on the left side, however the stimulation is on the right side. In addition, the patient was inconsistent in reporting effective stimulation postoperatively. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to reposition the lead. The patient is receiving effective stimulation and issue has been resolved.